Event description:
A 25 mm drill bit broke inside guide during total hip arthroplasty. Guide was removed by surgeon with broken drill bit inside of guide. All pieces were recovered and removed from the surgical field . Instrumentation handed off field.